Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the pendant buttons on the left hand side were difficult to press/slow to respond. There was no patient involved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that pendant replaced and system checkout completed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000529rp end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated section b5 and f2601 code added. H3, h6: the pendant was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Installed pendant into test imaging system. System and pendant boot as expected. Pendant keys are still functional, but several are worn and need excessive pressure to be applied to function. Visual inspection shows the pendant laminate is starting to lifting / bubbling up from around the keys. Worn pendant. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot#: (B)(6). Rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stating that the pendant buttons on the right hand side were difficult to press/slow to respond. Site noticed issue when docking system after a case.